Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying random communication loss for multiple bedside monitor's (bsm's). The customer also reported that every time this happens, different bsm's get affected. They have been restarting their cns every time this issue occurs. The host table is showing all devices except the ones that are experiencing comm loss at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Multiple bsm's were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: bsm's - model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) is displaying random communication loss for multiple bedside monitor's (bsm's). The customer also reported that every time this happens, different bsm's get affected.

Event description:
The customer reported that their central nurse's station (cns) is displaying random communication loss for multiple bedside monitor's (bsm's). The customer also reported that every time this happens, different bsm's get affected.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying comm loss randomly for multiple bedside monitors (bsms). The customer also reported that every time this happened, different bsms were affected. They had been restarting the cns every time this issue occurred. The host table was showing all devices except the ones that were experiencing comm loss at the time. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) advised the customer to check for duplicate ip addresses and to check the network switch. The customer stated that rebooting the cns did not resolve the issue and that there were no duplicate ip addresses. The switch was later verified to be functioning correctly. Nk personnel were onsite completing an install. After the completion of the install, the issue resolved. A root cause cannot be determined, as the cns devices were all replaced during the install.